Event description:
Patient with a history of menorrhagias underwent a hysteroscopy, hydothermal ablation procedure. Per the physician, the patient suffered a 2nd degree burn to their perineum from the hta sheath. The physician questions if the sheath was perforated by the tenaculum. Boston scientific rep was present during the procedure. The ablation machine was removed and taken by the rep.